Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room for an unrelated reason, the device could not be interrogated. Interrogation was still not successful with individual inductive, radio frequency, and telemetry tests. Eventually, the device was able to be interrogated. The patient will continue to be monitored. No further information is available.